Event description:
Same case as: 3003853072-2013-00056, 00057. It was reported the construct was found to be loose post-operatively. During the initial surgery, uclamp was implanted at t10 to finish a construct from t10-s1. Approximately 3 months and 6 weeks post-operative, during follow-up, the surgeon noted the gap between the bar and the spine had increased, the construct was loose. The pt feels good but will be monitored and no revision is planned at this time.